Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of leaks from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the plastic opening of the reservoir came off. The customer stated that her belt clip is broken. The customer received a no delivery alarm on her pump wile insulin was in the reservoir. The customer stated half of the rim of the top of the reservoir chamber of the pump is broken off leaving the black o-ring exposed. The customer was advised to do a set change as soon as possible. The customer does not want to return the reservoir for analysis.